Manufacturer narrative:
Results evals: we are anticipating the return of the sample involved in this event. Upon receipt of the sample, and a completed investigation, a follow-up report will be submitted.